Event description:
Blood noted to be backing up in the pressure tubing. Nurse attempted to tighten connections at transducer - connections tight, tubing noted to be snapped off above transducer.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) single dpt - vamp adult kit. Dry blood was visible inside pressure tubings and vamp system. Tubing was completely broken off from bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.